Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The loop could not be released because the loop was caught into the coil sheath. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of event is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the user might be unable to release the loop because the loop was caught between the hook and the coil sheath after releasing the loop in the tube sheath for unspecified reason. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During an endoscopic mucosal resection, the loop could not be released after ligating the lesion. The doctor used the loop cutter, but the loop could not be cut. The doctor shifted to an endoscopic submucosal dissection and dissected the lesion. And then, the loop was removed. The procedure was prolonged because it was shift to an endoscopic submucosal dissection. The patient is already in recovery. No further information was provided.